Manufacturer narrative:
Additional information: during follow up, it was found that the lens remains implanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had some sort of film on it that looked like a sheen. The surgeon noticed it as soon as the iol was injected into the eye. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Through follow up it was learned that the cartridge was discarded and the iol remains implanted. Furthermore, it was learned that the patient is doing fine. All pertinent information available to the manufacturer has been submitted.